Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The facility reported that the vitrectomy cutter is blocked. There was no patient impact.